Event description:
Complainant alleged that the clinician was attempting to pace a female pt (age unk) who had coded, but the device would not capture the pt's heart rate. The permanent pacemaker rate was first set on 60, then the clinician raised the setting to 80, then up to 120, but they were still unable to capture the pt's heart rate. The permanent pacemaker setting was then increased to 180, with still no pt heart rate capture. The ma rate was set between 20 and 40 ma during the event. The clinician then obtained another device to pace the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported failure.